Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture the product analysis from the product investigation.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the pocket became infected after a home health care nurse was packing wound without an order. In addition, there was a contamination issue noted on the device. Moreover, the origin and source of contamination was not determined at the moment. Also, rep confirmed that the explanted device of the patient was reused and was connected to a temporary lead for temporary pacing. The device was cleaned by the staff prior to reusing as an external pacer. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the pocket became infected after a home health care nurse was packing wound without an order. In addition, there was a contamination issue noted on the device. Moreover, the origin and source of contamination was not determined at the moment. Also, rep confirmed that the explanted device of the patient was reused and was connected to a temporary lead for temporary pacing. The device was cleaned by the staff prior to reusing as an external pacer. There were no additional adverse patient effects reported.